Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. 4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, a big bulbous piece of calcium eroded through the aorta, causing an annulus rupture. The surgeons mentioned that the aorta was "paper thin" and the annulus was heavily calcified, likely contributing to the event as well. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our south african affiliates, post valve deployment during a tf tavr procedure, a big bulbous piece of calcium eroded through the aorta, causing an annulus rupture. A 23mm sapien xt valve was placed in the correct position through transfemoral approach. The valve was functioning well, with minor pvl detected, and the physicians were satisfied with the result. The patient was stable and she was taken to ICU. About an hour later the patient's bp started to fall rapidly and the physicians struggled to stabilize her. A tee was done and revealed she developed a cardiac tamponade so a pericardial drain was inserted. The patient's condition kept deteriorating and she was taken to theatre where a sternotomy was performed to determine the cause of the bleeding. During the investigation in theatre the surgeons noted that the temporary pacing lead had perforated the right atrium, and they were able to rectify the problem. However, they also noted that a big bulbous piece of calcium had eroded through the aorta, causing an annulus rupture. The surgeons mentioned that the aorta was "paper thin" and the annulus was heavily calcified. The surgeons sutured the rupture and the patient was stable again and taken to ICU. She passed away a few hours later because she developed another tear in the aorta due to bulbous calcification eroding through the aortic wall.